Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site. A seroma was found at the ipg site underneath the skin. Cultures were taken, and deemed negative. As a result, the scs system was explanted.